Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during an angioplasty procedure in the popliteal artery, the pta balloon allegedly detached. It was further reported the balloon got stuck to the vessel wall and also the balloon was removed through open incision in the groin area after an attempt. The current status of the patient is unknown.

Event description:
It was reported that during an angioplasty procedure in the popliteal artery, the pta balloon allegedly ruptured. It was further reported that the balloon allegedly got detached and was caught in the outer mouth of the sheath. Reportedly, the distal part of the balloon was caught in the vein wall of the patient. The surgeon removed the broken balloon parts through open incision of the groin. The current status of the patient is unknown

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged detachment, entrapment, difficult to remove and balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2024), g3, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.